Event description:
It was reported that there was a possible epidural hematoma post-operative and that the patient was experiencing symptoms consistent with an epidural hematoma. Patient symptoms associated with the event included a loss of reflexes in the lower extremities and pain in the legs. Diagnostic testing performed included x-rays. It was noted that no epidural hematoma was seen on the computerized tomography (CT). It was noted that the symptoms were improving at the time of the report. It was noted that chronic blood thinners were discontinued 5 days in advance. No alleged product issue was reported. Only the trial lead was implanted for a couple of hours on (B)(6) 2015 and then removed. It was noted that there was no therapy since the trial leads were removed. It was further reported that the patient recovered and was doing fine.

Manufacturer narrative:
(B)(4).